Event description:
It was reported that a deflation issue occurred. An agent dcb mr 3.00 mm x 15.00 mm was selected for treatment of in stent restenosis in the distal left circumflex (lcx). During an initial inflation attempt at 6 atm for 10 seconds, the balloon failed to expand. Pressure was applied a second time and the device inflated slowly, but failed to deflate after applying negative pressure multiple times, replacing the inflator, and using a syringe to create negative pressure. Deflation was attempted for just under 5 minutes. While attempting to withdraw the device it began to deflate slowly and was fully deflated by the time it was outside of the body. The procedure was completed with this device. There were no patient complications reported.